Manufacturer narrative:
H10 h3, h6: the navio handpiece used in treatment, failed characterization test with a high t1 max torque during a procedure. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock traveled further than the expected length on the lead screw and need more shims. The root cause of this issue was found to be supplier / raw material fault.

Event description:
It was reported during a surgical procedure, during calibrating, there was a homing failure. The customer checked to make sure everything was assembled properly and tried again and received the same error. He performed a handpiece test twice and both times the max torque read 98. A new handpiece was used to continue with the case. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.